Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The header was firmly attached to the device casing, and no holes were noted in the seal plugs. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing function were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant this device setscrew connection was damaged and thus the device was not used. No adverse patient effects were reported. The device was returned.

Event description:
It was reported that during the implant this device setscrew connection was damaged and thus the device was not used. No adverse patient effects were reported. The device was expected to be returned.